Event description:
It was reported that, "patient complained of pain and sense of instability. Malpositioning of acetabular component noted on x-ray necessitating revision."

Manufacturer narrative:
Additional information has been requested, and if received, will be supplied on a supplemental report.